Event description:
It was reported that an ilet user experienced high blood glucose following a large meal, with continuous glucose monitor (cgm) showing values trending from 368 mg/dl to 330 mg/dl and a high glucose alert and sensor expiration notification. Symptoms included hyperglycemia. Outcomes included ongoing hyperglycemia that prompted troubleshooting and supply replacement, after which insulin delivery was resumed. Investigation included technical support guidance on meal announcements, assessment of potential insulin depletion, review of sensor status, and instruction to change infusion supplies if hyperglycemia persisted. Investigation of this case revealed that the event was consistent with an incorrect or underestimated meal announcement and recent supply depletion, with no device malfunction identified. It was concluded that user-related factors associated with a large meal and expiring sensor contributed to hyperglycemia, and that the device operated as intended after supplies were replaced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.